Event description:
A customer contacted (B)(4) regarding assistance ending therapy on the home choice (hc) during initial drain. The care giver (cg) stated that one of the supply bags fell and was disconnected. The hp was in a drain and the cg stopped the hc. (B)(4) explained that the only thing she could do at this point was to start over with new supplies. The cg stated that they could not start over that late. (B)(4) advised the cg to call the peritoneal dialysis registered nurse (pdrn) and let the nurse know what happened and for therapy advise. The hp ended therapy for the night. Follow up was done via phone call: the cg stated that they thought the bag fell because they had it on the side table, and the hc got pushed over so there was not enough room for it and it fell. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to the supply bag falling and disconnecting. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).